Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that reports issue with tubing, fluids are flowing through tubing but is having an issue priming once reaching the filter at the tail end. Two samples of material 10013902 were submitted for quality investigation. Visual inspection of the samples did not indicate any damages or abnormalities on the extensions sets. Priming of the extension sets were then attempted by a fluid push with a bd 10ml needless syringe filled with water, connected to the female luer adapter. Due to the chemotherapy connectors used on the extension sets, the connectors had to be cut off in order to attempt priming and attempt to flush fluid through the extension sets. Priming of the extension sets could not take place. There was a large amount of back pressure in the extension set lines that fluid would not pass through. In order to determine where the occlusion was occurring, the tubing on the inlet side of the filter was then cut and a fluid push was attempted on just the female luer connector and the inlet tubing. Fluid was able to flow through that part of the assembly without occlusion. The filters where then examined for possible signs of occlusion a probe was used on the inlet and outlet ports of the filter to determine if there is a sufficient opening. When the probe was inserted into the outlet port of the filter and tubing, it did not pass freely through the outlet port. It was determine that the fluid path through the outlet port of the filter was the reason that the extension sets could not be primed. Further examination under magnification indicates that there is excess solvent at the outlet port causing an occlusion. The customer complaint of flow issues - fluid blockage was confirmed. Further investigation was conducted by the manufacturing facility for the failure. The root cause for the issue is an excess amount of bonding solvent used at the joining location between the extension set tubing and the filter port. A corrective action has been put in place to the solvent dispenser bushing in order to address the issue in future production. A device history record review for model 10013902 lot number 23119346 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 28nov20233. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set had flow issues the following information was received by the initial reporter with the following verbatim: issue: customer reports issue with tubing, fluids are flowing through tubing but is having an issue priming once reaching the filter at the tail end. Occurred: 3 users have reported multiple occurrences date of event:3/1/2024 will check with staff but samples may have been disposed, chemo meds